Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was noted on the left ventricular (lv) lead. Diagnostic imaging confirmed lv lead dislodgement. Lv lead was explanted. The patient was in stable condition.